Manufacturer narrative:
E1 full establishment address due to character limit: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image that became blurred, indistinct. The issue was identified during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. No additional reportable malfunctions were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ultrasound plug unit was immersed in liquid and corroded, causing the image to become blurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.